Manufacturer narrative:
Section d4: serial # was requested but was not provided. Manufacturer's investigation findings: the reported low voltage alarm while connected to the mobile power unit (mpu) was confirmed via log file analysis. The heartmate mobile power unit was not returned for analysis; however, a log file was submitted for review spanning approximately 22 days (31jul2021 ¿ 22aug2021 per timestamp). A low power hazard alarm was captured on (B)(6) 2021 02:16:56 - 02:17:00 due to a loss of ac power while connected to the mpu. The backup battery was activated during this event. A no external power alarm did not activate during this event. The alarm cleared when ac power was restored. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith efforts were sent asking for the serial number of the heartmate mobile power unit, if the mpu would be returning, if the mpu had a v-lock connector, if it is known if the power cord came loose at the wall/outlet or from the back of the unit, and if there were any environmental circumstances that would have affected ac power at the time of the event; however, to date no response has been received. The root cause of the reported alarm was unable to be determined in this analysis. The device history records for the heartmate mobile power unit were unable to be reviewed due to the serial number of the device being unavailable. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including low voltage alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-05157. It was reported that the patient was admitted to hospital after experiencing an implantable cardioverter defibrillator (ICD) shock at home. Low flow and low voltage alarms were also noted and log files were sent for review. The log files captured a series of low power hazards on (B)(6) 2021, which were caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. Additionally, 3 low flow events were seen on (B)(6) 2021, which occurred at times when pulsatility index (pi) was elevated. There were no other unusual events were recorded in the log file event history and the equipment appeared to be operating as intended.